Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that there was oversensing associated with the right ventricular lead. Additionally, the data indicated that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted that beginning (B)(6) 2016, rv lead vt-ns (ventricular tachycardia- non-sustained) episodes with evidence of lead noise oversensing. Beginning (B)(6) 2016, v (ventricular) sensing integrity counts up to 1493.44. And on (B)(6) 2016 max rv pacing impedance rose to 4047 ohms from a range of 437-475 ohms. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was unable to capture at max output and the lead exhibited oversensing and noise. It was noted that oversensing caused inappropriate inhibition where the patient experience three to four second pauses. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.